Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received indicating this pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was experiencing syncopal episodes. It was reported that the patient's rate was not below 60 paces per minute (ppm). The lower rate limit was increased to 80 ppm to mitigate the syncopal episodes. No adverse patient effects were reported.